Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the device had been tampered with, substantiating the reported condition; functional testing was unable to be performed. The reported condition was duplicated and confirmed. The assignable root cause was determined to be user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that a "loud noise" was observed when the surgeon lifted off of the foot pedal on the foot control device. There was no delay in surgery as an identical spare device was available for use. No injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Event description:
It was reported that a "loud noise" was observed on the motor device when the surgeon lifted off of the foot pedal on the foot control device. There was no delay in surgery as an identical spare device was available for use. No injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.